Event description:
Subject plate was implanted in 2000, broke post-operative and was removed approximately 2 months later.

Event description:
Subject plate was implanted in 2000 for a right subtochanteric hip fracture. Plate was noted as broken approximately 11/00 and then removed on 11/00.